Manufacturer narrative:
Exact date unknown, event occurred couple of years after the implant date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 242264/282703.

Event description:
It was reported that the patient had inadequate stimulation. All components were explanted and will not be returned.